Event description:
Pt was implanted with a siltex saline on 12/5/96. Subsequently it was noted that the device had rotated in the pt's breast pocket. The manufacturer will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.